Event description:
It was reported that there was an out of box failure, will not power up. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in good condition. During the power up process and occlusion testing, the reported problem could not be duplicated. The root cause of the issue could not be determined. Cleared customer settings and profile to prepare for loaner conversion.